Event description:
I am submitting a report regarding potential safety and screening failures involving byte aligners, a dental medical device. I purchased byte aligners after disclosing a pre-existing temporomandibular joint disorder (tmj). I was approved for treatment through their telehealth screening process. After beginning use, I experienced worsening tmj symptoms, including jaw pain and intermittent jaw locking. On or about (B)(6) 2024, the company issued an "urgent field safety notification" stating that their onboarding workflow may not adequately identify contraindicated patients and that tmj conditions may be exacerbated. This suggests that patients with known contraindications may have been improperly approved for treatment. I discontinued use due to adverse effects. I am concerned that the screening process may be inadequate to identify contraindicated conditions, potentially exposing patients to preventable harm.